Event description:
Double lumen groshon catheter placed in 1998. Removed in 1998. Pt had a consistent serratio marcescens infection in the site. Because of concerns that the catheter cuff remained in the subcutaneous space causing repeat infections, the area was explored and the eroding cuff was identified through the skin on the anterior chest wall. It was removed under local anesthesia in 1999.